Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12766. It was reported a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa. A 27mm watchman ® laa closure device & delivery system (wds) was advanced and the closure device was deployed. The physician then advanced the feet of the watchman instead of retracting the wds and sheathing the device and it perforated the laa. The device remained in position in order to tamponade the hole. The patient went to surgery. The device was removed and the patient was doing fine and scheduled to be released the same day.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the was was advanced through the back wall of appendage. The laa was ligated during surgery.